Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device displayed a "maintenance needed" message. There was no reported pt involvement.